Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the innowave pcf sonic irrigator. The technician found that the hose on the front right chamber port had split subsequently causing the reported event to occur. The cause of the split hose may be attributed to the improper attachment of the luers to the basket. If the luers are not properly attached, this can cause pressure to build in the hose subsequently causing damage to the hose. User facility personnel were counseled on the importance of properly attaching luers to the basket to ensure proper water flow. The technician made repairs to their innowave pcf sonic irrigator, tested the function and operation of the unit, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that water was leaking from their innowave pcf sonic irrigator onto the floor. No report of injury.